Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a leak in the patient line extension and a hole was found. The technical service representative (tsr) assisted the hp with ending the therapy and advised them to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.